Event description:
Procedure: low anterior resection. According to the reporter: the device fired and had cut the tissue but the staples skipped off the device. The doctor had to make the anastomosis by hand. It didn't harm the pt but it could have. The doctor didn't want to continue with the stapler and continued the procedure by hand using suture. There was a small bleeding and the surgery was extended by more than 30 minutes. No further pt details was provided.

Manufacturer narrative:
(B)(4). Product returned 21 sep 2015. (B)(4). Post market vigilance (pmv) led an evaluation of one eea 33mm single-use stapler opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and attached to the instrument. No knife impression was observed along the cutline impression in the cutting ring/mylar cover. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.